Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at thistime. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead had been implanted when the patient was upgraded to a single chamber ICD. Two days later it dislodged. During the revision procedure, tissue was found stuck on the helix, so it was explanted. There were no adverse patient side effects reported.